Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device was not working. The balloon and pump were explanted and replaced and the original cuff was left in the patient. There were no further patient complications.